Manufacturer narrative:
Analysis of the 9733560 found an unexpected exit/software unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the system was freezing during start up. The screen was black with ¿loading¿ text visible. Rebooting the system did not resolve the issue. There was no patient present when the issue occurred.